Event description:
Four dental implants were installed in the same procedure, and pt presented a good bone quality. After 15 days of the procedure, it was observed the non osseointegration of cm titmax ex implant 4.0x11(109.637) and cm titamax ex implant 3.5x9 (106.637) and cm titamax ex implant 3.5x9 (109.661).